Manufacturer narrative:
Calibration recovery: the last calibration was performed on 21-aug-2020. Calibration e alarms noted: sodium calibration failed on 16-aug-2020 and 21-aug-2020. Potassium calibration failed on 13-aug-2020, 16-aug-2020, 17-aug-2020, and 21-aug-2020. Chloride calibration failed on 13-aug-2020 and 16-aug-2020. Qc recovery: qc recovery is not within 2sd for chloride and potassium on 20-aug-2020 and 21-aug-2020. The field service engineer was dispatched and found a leaking sipper valve which he tightened to resolve the issue. The customer ran calibrations and qc after maintenance service. The results were acceptable. The issue was resolved by the maintenance actions performed by the field service engineer. There was no product problem found.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were believed to be correct. The first patient sample initially resulted with an na value of 169 mmol/l, which repeated as 141 mmol/l. This sample initially resulted with a k value of 5.4 mmol/l, which repeated as 4.5 mmol/l. This sample initially resulted with a cl value of 108 mmol/l, which repeated as 94 mmol/l. The second patient sample initially resulted with an na value of 122 mmol/l, which repeated as 135 mmol/l. This sample initially resulted with a cl value of 108 mmol/l, which repeated as 94 mmol/l. The na electrode lot number was z21, with an expiration date of 04-jan-2021. The k electrode lot number was h79, with an expiration date of 05-jan-2021. The cl electrode lot number was r33, with an expiration date of 06-dec-2020.